Event description:
Hill-rom received a report from the account stating the intellidrive would unintentionally move backwards, when the handles were pushed forwards. The bed was located in the bed shop at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom technical support troubleshot the issue to the power assist control module. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The account replaced the power assist control module to resolve the issue. Based on this information, no further action is required.